Event description:
It was reported that when the programmer was powered on, nothing came up on the screen, yet it could be heard running. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer had excessive corrosion, due to this condition the programmer was scrapped. (B)(4).